Event description:
Pt taken to cath lab emergently at 0053 hrs. On 3/7/98. A ptca of the rca was attempted, with good expansion of the balloon proximally, but the mid rca lesion would not expand. During this procedure, the balloon ruptured, with the distal portion shearing off and remaining in the rca. Multiple attempts at retrieval were unsuccessful. The situation was discussed with the pt, who declined having coronary artery bypass surgery. The pt was transferred to the ccu at approximately 0246 hrs. On 3/7/98, at approximately 2210 hrs., pt went into cardiac arrest and expired.